Event description:
It was reported that during vats procedure, the device jammed during use. It is unknown how the procedure was completed. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that one ec60 device was returned with the handle shrouds separated and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It could not be determined what may have caused the found condition of the device. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.